Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastro jejenal anastomosis, the reload did not deploy staple but damaged tissue which had to be re-cut. Additional tissue had to be transected to complete the procedure there is no permanent damage. Another reload was used to continue the procedure. There was no injury to the patient.